Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and it was found to have the cable crimp from wrist control cable at the grip hub had become dislodged. As a result, the cables appeared to be broken but it was not. The cable crimp is captured inside the welded grip. The complaint was confirmed by failure analysis. The probable root cause of a dislodged cable crimp is attributed to excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument tip was not moving well and moving a little on its own, like something was loose. The procedure was completed with no reported injury.